Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received replace battery alert. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the battery was previously used. Customer stated that it was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.